Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's device has been off for 2 week because the patient was having problems w/ their bladder. Patient said they passed a kidney stone. Patient said they don't know if the bladder problems were related to the kidney stone. Patient had an ultra sound of their bladder yesterday which showed their bladder is still not emptying properly which is why the patient has stim off. Patient said when they turned stim on their urine stream diminished. When stim is off the patient can started and stop their urine stream. Patient said the program was changed after the kidney stone was passed. Patient said since august they have had 4 utis all of which were treated with oral antibiotics. Patient said they have no history of utis and the kidney stone would have been the cause. Patient also said they were told the device would help with bladder and bowel but it has not helped with bowel. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Outcomes attributed to adverse event: retention/utis. Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.